Event description:
It was reported that during an unrelated procedure, this pacemaker exhibited pacing inhibition for approximately four seconds. This device was noted to have exhibited oversensing of noise on both channels. Technical services discussed the equipment within the surgical environment could cause this behavior. A full device check was completed following the procedure and no noise was able to be reproduced and no pacing inhibition was observed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific developed and released a software update in january 2019, which automatically eliminates the risk of pacing inhibition due to mv sensor signal oversensing in pacemakers and cardiac resynchronization therapy pacemaker (crt-p) systems upon initial interrogation with the upgraded programmer software.

Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that during an unrelated procedure, this pacemaker exhibited pacing inhibition for approximately four seconds. This device was noted to have exhibited oversensing of noise on both channels. Technical services discussed the equipment within the surgical environment could cause this behavior. A full device check was completed following the procedure and no noise was able to be reproduced and no pacing inhibition was observed. This device remains in service. No adverse patient effects were reported.